Event description:
The physician performed a diagnostic procedure on an obese pt. Hemostasis was achieved and the pt ambulated two hours later. A 6x4 inch hematoma formed right away and the pt was put back on bedrest and a compression bandage was applied in conjunction with manual compression. The hematoma appeared to resolve, but when the pt tried again, it ambulate approx 3 hours later, the hematoma appeared again, this time larger (approx 7.5 inches). Same compression technique was re-applied (wedge dressing) and the site was examined via ultrasound. The us was negative for rph or pseudoaneurysm. The pt was required to stay on bedrest until the morning, when ambulance did not cause a recurrence of the hematoma. Pt was then discharged from hospital.

Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. A review of the device history record (DHR) for this lot was not performed as the lot number was not reported. However, non conforming material report (ncmr) history from the last 6 months was reviewed and no ncmrs have been initiated that are related to this failure mode. The axera access system instructions for use (IFU), was reviewed and based on available info, there is no indication that the IFU was not followed. Hematoma is a known possible adverse effect of vascular access procedures and is listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions; therefore, no update is required. Based on the analysis completed, there is no evidence to suggest the device was not spec. The root cause, based on available info, is unk as it cannot be definitively determined.